Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off at 50.0cm from its proximal tip. The guidewire was also bent and shaped on its distal section. During functional evaluation, there was no resistance encountered during advancement of the guidewire through a demonstration microcatheter. Torquing movement was not smooth due to the bends observed on the guidewire. The cause of the bend on the guidewire contributing to the unsmooth movement during functional evaluation could not be definitively determined as this was not reported. The ptfe coating appeared to be scraped off of the guidewire with the introducer sheath; however, because introducer sheath was not returned with the guidewire and there is no information about an introducer sheath being used during the procedure, the cause of the ptfe peeling cannot be definitely determined.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.